Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the patient received four inappropriate shocks due to oversensing. High lead impedance of 2100 ohms was also observed. A new lead was added for pacing and sensing. The high voltage portion of this lead remains in use. No further patient complications have been reported as a result of this event. Additional information was received alleging the pt 'suffered physical and other injury' including increased medical monitoring and treatment, failure, fracture, inappropriate shocking' as a result of the lead. It also alleged that the patient 'has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages', along with 'loss of companionship and society'.